Manufacturer narrative:
According to the information received, the electrode lead was found partially extruded into the external auditory canal. The patient is diagnosed with a mondini deformity and a contracted mastoid. Reportedly, during the implantation surgery there were difficulties in placing the electrode properly in the small mastoid. As a result the electrode pressed on the external wall leading to perforation of the external auditory canal and the tympanic membrane. Additionally, it is reported that full insertion could not be achieved at initial implantation. In situ measurements are indicative of a functional device. After revision surgery, during which the external canal and tympanic membrane were repaired and the electrode was reinserted, the patient is reportedly doing very well. The concerned device remains implanted and in use.

Event description:
The patient has incomplete partition ii with contracted mastoid. During implantation surgery, difficulty was encountered due to the length of the electrode and the coiled electrode pressed on the external wall; this condition lately caused an external auditory canal perforation and a tympanic membrane perforation. The revision surgery took place on (B)(6) 2017. During surgery it was observed that it was a small mastoid, the electrode extruded from the cochlea into the mastoid cavity. Cochlea fibrosis was observed; the surgeon was not able to insert the electrode through the rw, but through the oval window. The surgeon repaired the external auditory canal and membrane by cartilage and bone wax. As per new information received, the patient is responding to sound and voices very well and gets more benefit than before.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has incomplete partition ii with contracted mastoid. During implantation surgery, difficulty was encountered due to the length of the electrode and the coiled electrode pressed on the external wall; this condition lately caused an external auditory canal perforation and a tympanic membrane perforation. Revision surgery is scheduled.